Event description:
A customer contacted beckman coulter (bec) in regards to obtaining two (2) non-reproducible thyroid stimulating hormone (tsh) patient results generated on the access 2 immunoassay analyzer. The customer also indicated that qc was failing on the day of the event. No false results were reported out of the laboratory. There were no reports of impact on patient treatment attributed to this event.

Manufacturer narrative:
No patient data was provided by the customer. The customer had a passing system check on the day of the event, but the washed portion has a % coefficient of variation (cof) of 10.21%. The customer had passing calibrations days prior to the event. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the analyzer. The fse noted bubbles and form in the wash pump. The fse rebuilt the wash pump and precision pump. The fse performed a major preventative maintenance (pm) on the instrument. Although hardware failure is the likely cause of the erroneous results, no particular part can be identified.